Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("patent right fallopian tube: migration of her right essure device / migration of essure device (location of device: extra-tubal)") in a (B)(6) -year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2009, menarche, tobacco user, multigravida and parity 3. The patient does not drink alcohol and does not use recreational drugs. Concomitant products included tramadol hydrochloride (tradol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 months 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: bacterial vaginosis)"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: mr- persistent spillage from the right tube noted on post procedure hysterosalpingogram. According to the patient, there was some difficulty in placement of the device in the right fallopian tube. Diagnostic results: (B)(6) 2009. Hysterosalpingogram: essure device was successfully occluded on the left with a patent right fallopian tube / unilateral occlusion (left tube occluded). (B)(6) 2009: hysterosalpingogram(hsg) : impression: the right essure device appears to be extra-tubal in location with a patent right fallopian tube and there is occlusion of the left fallopian tube with essure device in situ. (B)(6) 2009 : radiology : findings-bilateral essure devices identified left tube is blocked right tube is patient (as written). (B)(6) 2011 :specimen adequacy: satisfactory for evaluation. Endo cervical and/or squamous metaplastic cells (endo cervical component) are present. Clinician provided: v72,31 : routine gynecological examination v76.2; screening for malignant neoplasm of the cervix. Note: the pap smear is a screening test designed to aid in the detection of premalignant and malignant conditions of the uterine cervix. It is not a diagnostic procedure and should not be used as the sole means of detecting cervical cancer. Both false-positive and false-negative reports do occur. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea." Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Events- "abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) (type: bacterial vaginosis)", reporter, lot number, historical condition added from pfs. Historical and concomitant condition, lab data added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device expulsion ("patent right fallopian tube: migration of her right essure device / migration of essure device (location of device: extra-tubal)migration of essure /device location of device: uterus,") in a 28-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2009, menarche, tobacco user, multigravida and parity 3. The patient does not drink alcohol and does not use recreational drugs. Concomitant products included ibuprofen, paracetamol (acetaminophen) and tramadol hydrochloride (tradal) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: bacterial vaginosis)"). On (B)(6) 2009, 3 months 9 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In november 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In january 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )") and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). At the time of the report, the device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis, depression and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: mr- persistent spillage from the right tube noted on post procedure hysterosalpingogram. According to the patient, there was some difficulty in placement of the device in the right fallopian tube. Discrepant information was provided regarding essure removal: when plaintiff was asked: "if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal": she answered "yes" and "if yes, identify the symptoms or injuries and describe the nature and timing of the change following removal": she answered "decrease of pain shortly after removal". However later on when she was asked "have you had your essure (or any part of the device) removed": she answered "no". Diagnostic results: (B)(6) 2009. Hysterosalpingogram: essure device was successfully occluded on the left with a patent right fallopian tube / unilateral occlusion (left tube occluded) (B)(6) 2009: hysterosalpingogram(hsg) : impression: the right essure device appears to be extra-tubal in location with a patent right fallopian tube and there is occlusion of the left fallopian tube with essure device in situ. (B)(6) 2009 : radiology : findings-bilateral essure devices identified left tube is blocked right tube is patient (as written) (B)(6) 2011 :specimen adequacy: satisfactory for evaluation. Endo cervical and/or squamous metaplastic cells (endo cervical component) are present. Clinician provided: v72,31 : routine gynecological examination v76.2; screening for malignant neoplasm of the cervix. Note: the pap smear is a screening test designed to aid in the detection of premalignant and malignant conditions of the uterine cervix. It is not a diagnostic procedure and should not be used as the sole means of detecting cervical cancer. Both false-positive and false-negative reports do occur. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event: migration essure was updated to partial expulsion of essure; events: depression, anietywere added. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("patent right fallopian tube: migration of her right essure device / migration of essure device (location of device: extra-tubal)migration of essure /device location of device: uterus,/right coil was out of place/failure to occlude fallopian tube") in a 28-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2009, menarche, tobacco user, multigravida and parity 3. *the patient does not drink alcohol and does not use recreational drugs. (B)(6) 2009 : radiology : findings-bilateral essure devices identified left tube is blocked right tube is patient (as written). (B)(6) 2011 :specimen adequacy: satisfactory for evaluation. Endo cervical and/or squamous metaplastic cells (endo cervical component) are present. Clinician provided: v72,31 : routine gynecological exam1nation v76.2; screening for mal1gnant neoplasm of the cervix. Note: the pap smear is a screening test designed to aid in the detection of premalignant and malignant conditions of the uterine cervix. It is not a diagnostic procedure and should not be used as the sole means of detecting cervical cancer. Both false-positive and false-negative reports do occur. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, paracetamol (acetaminophen) and tramadol hydrochloride (tradol) since (B)(6) 2009. In 2009, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: bacterial vaginosis)/infection (bladder/ urinary tract/vaginal) (type:vagina)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, 3 months 9 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )") and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain ("pain lower back area"). At the time of the report, the device expulsion, menorrhagia, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: mr- persistent spillage from the right tube noted on post procedure hysterosalpingogram. According to the patient, there was some difficulty in placement of the device in the right fallopian tube. Discrepant information was provided regarding essure removal: when plaintiff was asked: "if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal": she answered "yes" and "if yes, identify the symptoms or injuries and describe the nature and timing of the change following removal": she answered "decrease of pain shortly after removal". However later on when she was asked "have you had your essure (or any part of the device) removed": she answered "no". ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received: new event pain lower back area was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("patent right fallopian tube: migration of her right essure device / migration of essure device (location of device: extra-tubal)") in a 28-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2009, menarche, tobacco user, multigravida and parity 3. The patient does not drink alcohol and does not use recreational drugs. Concomitant products included tramadol hydrochloride (tradol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 months 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: bacterial vaginosis)"). At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: mr- persistent spillage from the right tube noted on post procedure hysterosalpingogram. According to the patient, there was some difficulty in placement of the device in the right fallopian tube. Discrepant information was provided regarding essure removal: when plaintiff was asked: "if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal": she answered "yes" and "if yes, identify the symptoms or injuries and describe the nature and timing of the change following removal": she answered "decrease of pain shortly after removal". However later on when she was asked "have you had your essure (or any part of the device) removed": she answered "no". Diagnostic results: (B)(6) 2009. Hysterosalpingogram: essure device was successfully occluded on the left with a patent right fallopian tube / unilateral occlusion (left tube occluded) (B)(6) 2009: hysterosalpingogram(hsg) : impression: the right essure device appears to be extra-tubal in location with a patent right fallopian tube and there is occlusion of the left fallopian tube with essure device in situ. (B)(6) 2009 : radiology : findings-bilateral essure devices identified left tube is blocked right tube is patient (as written) (B)(6) 2011 :specimen adequacy: satisfactory for evaluation. Endo cervical and/or squamous metaplastic cells (endo cervical component) are present. Clinician provided: v72,31 : routine gynecological exam1nation v76.2; screening for mal1gnant neoplasm of the cervix. Note: the pap smear is a screening test designed to aid in the detection of premalignant and malignant conditions of the uterine cervix. It is not a diagnostic procedure and should not be used as the sole means of detecting cervical cancer. Both false-positive and false-negative reports do occur. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint 1 most recent follow-up information incorporated above includes: on 16-jul-2018: intervention required has been ticked again. Rcc field was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.